Manufacturer narrative:
Patient weight unavailable. Patient code is marked as "device fragments in patient". The patient, however, was transported to a hospital where the portion of the device that had remained in the patient was reportedly successfully removed with no further patient complications. Device evaluation: device is patent all the way through with 0.035 guide wire. Distal section of quick cross is stretched and broken. Overall length of returned portion is approximately 20 centimeters shorter than a full length catheter, and the section with all of the radiopaque bands is missing.

Event description:
Patient had a procedure using a guide wire and quick cross device in popliteal artery. After multiple attempts trying to get across the sfa the physician decided to stop the procedure. While removing the quick cross and the wire he discovered a part of the quick cross was broken off. He tried to snare it but was unsuccessful. The patient was transported from the office based lab to a hospital where surgery was performed to remove the broken portion. Patient survived the procedure and was discharged the following day.